Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® 58/68/8800 systems. The alleged sample initially generated a positive result for influenza a. The provided data indicated that the sample was repeated and generated the same influenza a positive result. A review of the growth curve revealed a non-sigmoidal, almost flat curve that is indicative of a negative sample. The result was not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA guidance for eua, 1 MDR will be filed.

Manufacturer narrative:
The review of the growth curve indicated the result to be a potential false positive. The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. The customer issue has been alleged on cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua202635, product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).

Manufacturer narrative:
Roche received complaints reporting the generation of false positive and invalid negative control (nc) results on the cobas® 5800 instrument for the cobas® sars-cov-2 test and the cobas® sars-cov-2 & flu a/b test due to anomalous baselines. Select analytic units from customer sites were returned for investigational purposes. Upon inspection of the returned units it was noted that the wako lenses showed a deposit on their surfaces, which could affect the signal in the detection unit of the instrument¿s analytic unit. The described issue can generate invalid nc and false positive results, which theoretically affects all assays and all targets used on the cobas® 5800 system; however, there are no related complaints for the other assays run on the cobas® 5800 system, to date. Based on available data, assays performed on the cobas® 5800 system with an affected wako lens can report invalid or false positive results with some regularity, leading to erroneous or delayed diagnoses. The overall probability of harm to patients is dependent on the specific assay. Affiliate organizations are instructed to contact impacted customers and schedule site visits to clean the instrument¿s wako lens, as needed, following service documentations. Capas were initiated. Consignees will be notified. Important: the cobas® 5800 instrument is currently not available in the us. The customer issue has been found to be related to the cobas 5800 system (product catalog number 08707464001; UDI: (B)(4). Which is not yet available in the us. This specific wako lens is used only on the cobas 5800 analyzer. No other instrument is affected. Updated device code to false positive result following investigation conclusions.